Event description:
It was reported that the patient faced an event where an infusion set tape was detached on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. E1: name: medtronic minimed , country: united states of america , street: 18000 devonshire street , city: northridge, state: california , zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 8021545.